Manufacturer narrative:
The device was not used on the patient and was returned in the ziplock bag with the original until package pouch and label insert folded in half. The catheter had a paperclip attached to the sleeving approximately 1 inch below the t-ring area. Inside the sleeving at the paper clip area there was a black hair approximately 1 inch in length and was somewhat thick. No other nonconformities were seen with the product. Medical input was provided by a respiratory therapist consultant. Potenially, if the hair had entered the lung. It could cause infection or inflammatory reaction if it happened to be transported into the airway of the patient. An internal team at the kimberly clark ballard medical facility will investigate for the root cause.

Event description:
A report was received that, prior to use of the closed suction system, a hair in the sleeving surrounding the catheter was noticed. There was no patient involvement. Kimberly clark or ballard medical has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.